Manufacturer narrative:
(B)(4). Summary of investigational findings: the device in question was not returned for investigation, and no images were provided. Based on the provided information it has not been possible to determine an exact root cause for this event. It is likely that the advancement difficulties observed is related to preexisting condition of the patient. However, without imaging this cannot be confirmed. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the access route (left) was artificial vessel as a y-graft (16 mm x 8 mm) was previously placed. Gore's 22fr and 24fr sheaths could be delivered, so the physician attempted to advance the delivery system to the target site. He ballooned the access route with a 10 mm pta balloon but the delivery system still would not be advanced. He tried the other side, but still failed. He replaced it with gore's device (20fr) to complete the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.